Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with a confirmed fingerstick value of 446 mg/dl and additional readings reported up to 350 mg/dl; the user had been selecting the cartridge icon, which does not deliver insulin, and received troubleshooting and education, including guidance to work with a trainer, and was assigned for additional training. Symptoms included elevated blood glucose. Outcomes included required self-treatment and use of subcutaneous insulin via pen injection. Investigation included review of available data and user interview with troubleshooting and education. Investigation of this case revealed cause unclear. It was concluded that no device malfunction was identified and the event was attributed to user interaction and education needs, with cause of hyperglycemia remaining unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.